Event description:
It was reported that, just a few days post implant, the patient had an inappropriate shock due to oversensing of noise via reduced intrinsic amplitudes. The sensing vector was set to the primary sensing vector at the time of the shock. An x-ray confirmed good electrode insertion into the device header. The patient also had a pacemaker implanted at the same time. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.